Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The ptfe pad (teflon pad) was inspected and found it has partial separation (detached). The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A visual inspection on the received condition was performed on the device; there is some tissue build up. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of bent jaw during an unknown procedure. There is no reported harm or adverse impact to the patient. The returned device was evaluated. It was observed that the teflon pad of the device was partially separated. This medwatch is being submitted for the reportable issue of teflon pad separation noted during evaluation.

Event description:
The device was returned by the customer for the issue of bent jaw during an unknown procedure. There is no reported harm or adverse impact to the patient. The returned device was evaluated. It was observed that the teflon pad of the device was partially separated. This medwatch is being submitted for the reportable issue of teflon pad separation noted during evaluation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The ptfe pad (teflon pad) was inspected and found it has partial separation (detached). The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A visual inspection on the received condition was performed on the device; there is some tissue build up. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Upon further review, the teflon pad of the device was worn and partially torn, though not detached or peeled. Per the legal manufacturer this is not a reportable malfunction as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.